Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent multiple occlusion alarms. Troubleshooting was not performed due to event occurred in the past. There was no impact to the customer's blood glucose level.